Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 525 mg/dl, which was treated with 10 units of insulin. During troubleshooting, it was found that cannula was bent. Caller was advised to call back when in receipt of tubing clamp. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.